Event description:
The dentist reported that after 2 years that the dental implant was installed in intra-oral region #30, it was verified its non osseointegration. 60 ncm of primary stability was achieved, the implant was immediately carried out and immediate load was not performed.